Event description:
Customer called to report the driver arms were not pushing the insulin out. It was state that the driver block and the driver arms were sliding in the locked position. A replacement pump was requested.